Manufacturer narrative:
Investigation summary: one sample received for investigation. Through visual inspection, no defects or issues observed. Needle was connected to a syringe with saline, the solution expelled with normal flow. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Previous investigations have revealed that process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f27 ¿ no patient involvement device problem code: (B)(6) - complete blockage

Event description:
Material #: 305916 batch #: regx0369 verbatim: date of incident 2023-10-31 type of incident/problem: defect (detected before use) level of harm: no effect - did not reach patient - detected before use or does not touch person during use incident details: nurse attached bd safetyglide needle 25gx1in to a 3ml syringe. When she went to draw up the vaccine, she wasn't able too. When you pull back the plunger of the syringe, it pulls up automatically as no air is coming through needle. Who was affected? No person affected unexpected or prolonged care? No frequency of problem: first time device name/description: needle hypodermic safety 25ga x 1 in manufacturer: becton dickinson canada inc manufacturer code/model: 305916 serial or lot number: (B)(6). Expiry date: 2027-09-30 supplier: (B)(4). Supplier catalogue number: 308-305916 is device retained: yes number of devices: 1 device handling hazards (when blank = hazards not specified): sharp wipe, contained, labeled? Clean/not used